Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. (B)(4).

Event description:
The customer reported the I/a function was very slow and weak. There were no system messages displayed. Add'l info was requested on the event and pt status with no response to date. The pt impact is unk.